Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit was received with stained keypad overlay, damaged keypad overlay texture, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error and power error alarm. Their blood glucose was unknown. They tried to perform the self-test but stated that was unsuccessful. They were advised to program a normal bolus in the air to determine if delivery was successful. The bolus amount was recorded in the daily history. Troubleshooting was offered for the power error alarm but the customer was advised to revert to needles. The insulin pump will be returning for analysis.